Event description:
It was reported that the cap was loose on a patient line and did not pop as it came off of the line of a homechoice cassette. This occurred during the set up for peritoneal dialysis therapy, the patient was not connected. The care giver was to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.